Manufacturer narrative:
Additional information: a1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be placed on the left bundle branch. The lead exhibited loss of capture and threshold value was poor. The lead was attempted to be repositioned several times. Another lead was requested and implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The "cause traced to intentional off-label, unapproved or contraindicated use" investigation conclusion code was selected based on the field report of the device being used incorrectly. These issues are covered in the applicable instruction for use (IFU) document. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be placed on the left bundle branch. The lead exhibited loss of capture and threshold value was poor. The lead was attempted to be repositioned several times. Another lead was requested and implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be placed on the left bundle branch. The lead exhibited loss of capture and threshold value was poor. The lead was attempted to be repositioned several times. Another lead was requested and implanted. No additional adverse patient effects were reported.